Manufacturer narrative:
Date of event was approximated to (B)(6) 2017 (implant date) as no event date was provided. This event was reported by the patient's legal representation. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on a patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.